Event description:
Reporter stated the up and down buttons on the infusion device do not function and the protective rubber is damaged. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons.

Manufacturer narrative:
The event occurred in (B)(6).